Event description:
At our institution we have a norepinephrine premix bag (2 different strengths) that when attached to our current branded infusion spike set will leak. This was recently reported to the pharmacy department by the ICU nurses during a meeting. In 2022 we changed our pump supply to baxter pumps at our hospital and therefore had to change our tubing supply to baxter brand. The ICU nurses complaints include: having to use more bags than required due to the leaking and the tubing falling out of the port area, and taping around the spiked area to keep the tubing connected to the piggyback bag. Nurse responses varied with between 60-80% of their patients being affected with this issue. The issue they stated, it that "spike does not fit the port of the piggyback and easily falls out". More importantly, the possibility of med errors due to lack of the specified amount of medication being released by the IV pump was not reaching the patient, leading to further decreases in blood pressure for the patient. The pharmacy has purchased a different brand of norepinephrine bags to resolve this issue.